Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No unexpected insulin flow blocked/no delivery alarm noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within spec range. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm, unexpected battery alarms or alerts noted during testing or in the device trace download. The device recognized the test battery when inserting into the battery compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021, the customer alleged was hospitalized for high blood glucose, diabetic ketoacidosis, unexpected battery power loss and no delivery/occlusion. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. History download was successful using thus and carelink upload was successful. In further full review in the insulin pump history found no insulin flow blocked alarm on event date (B)(6) 2021. However, on (B)(6) 2021, found one insulin flow blocked alarm in the insulin pump history at 01:53:16 during a bolus delivery. Device recognized the test battery when inserting into the battery compartment noted. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range; however, found: low battery alert on (B)(6) 2021 at 01:50:08 replace battery alert on (B)(6) 2021 at 11:21:00 replace battery now alarm on (B)(6) 2021 at 11:52:00 power loss alarm on (B)(6) 2021 at 12:03:32 and 12:03:43. Also on (B)(6) 2021 at 14:16:19, 14:16:30 insert battery alarm on (B)(6) 2021 at 14:05:36, 14:15:00 and 15:09:02. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked/no delivery alarm, low battery alert, replace battery alert, power loss alarm, or insert battery alarm during testing. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucose and diabetic ketoacidosis. Customer alleged not confirmed for unexpected battery power loss and no delivery/occlusion. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that they were in intensive care unit due to high blood glucose, diabetic keto acidosis on unknown date with blood glucose level was 600 mg/dl. Customer feeling unconscious. Insulin pump did not accept battery and also did not deliver insulin. Customer was not using auto mode. Customer did not feel ok to do troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.